Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025. Product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-dec-2028, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 26-dec-2028, UDI#: (B)(4). G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain in the patient's feet, caused by severe ischemic limbs. It was reported that the patient underwent an operation to implant two leads and an ins. After the lead position was confirmed and the epidural needle included with the leads was removed, bleeding began from the area where the needle was removed; there was a puncture site hemorrhage. It was noted that it was believed that when the puncture was performed, the needle hit some kind of blood vessel between the fascia and the epidural space, and when the needle was removed, pressure on the blood vessel was released, causing bleeding. Another possible factor was that the patient was taking two antiplatelet drugs, which made it difficult to stop bleeding. Although it was difficult to identify the source of the bleeding, attempts were made to stop the bleeding using an electric scalpel, ligatures, and compression. After continuing this for about an hour, the bleeding stopped and hemostasis was confirmed; the operation resumed. They completed the implantation up to the ins, and the issue was resolved.